Event description:
The account reported that the brakes were not holding when engaged. The stretcher was located in 4d at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the brake pads were out of adjustment due to loose worn threads. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced all brake pads and adjusted them to resolve the issue. Based on the info, no further action is required.